Event description:
Pt's wife phoned office stating that equipment provider had phoned her and told her not to use the saline they had provided because it was contaminated and "could eat pt's lungs". Company replaced saline.